Manufacturer narrative:
On 11/19/2019, the product investigation was completed. Device investigation summary: during visual analysis of the sample was found ruptured. Shell wear was found in the edges of the tear. No other anomalies were discovered. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture concomitant products: (right) 300cc mentor memorygel breast implant catalog: 3507300bc, lot: 5983036 sn: (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient who underwent primary breast augmentation with two 300cc mentor memorygel breast implants, suffered left side rupture post-operatively. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2019: (left) 320cc mentor memorygel breast implant catalog: 3507320mc lot: 7731767 sn: (B)(4) and (right) 320cc mentor memorygel breast implant catalog: 3507320mc lot: 7731767 sn: (B)(4).